Event description:
As reported, there was foreign black material inside the pressure tubing. The kit was primed first then connected to the patient. The foreign body was then noticed within the line and disconnected from the patient as soon as it was noticed. The foreign body was not in the line that connects directly to the patient, but in the bag site. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.

Manufacturer narrative:
Personnel acknowledgement has been conducted and an investigation has been initiated to determine the root cause and implement any necessary corrective actions. All packaging lines have been rebalanced and a new workstation designed for use of magnifying glasses in order to improve the visual inspection method of the manufactured products which increase the particle detection.

Manufacturer narrative:
One dpt 120cm m/f red strip pressure tubing was received for evaluation. The examination revealed that there was black material inside the pressure tubing, approximately 26cm distal from the tubing female connector. The particulates were approximately 3 to 5mm in length, they were next to one another. The returned kit was flushed at pressure 345mmhg for five minutes and the particulates stayed at the same locations and did not flush out. The particulates appeared to be consistent with the burn pvc that had been attached to the tubing surface during the extrusion process. A device history record review was completed and it was confirmed that the device met specifications upon distribution.

Manufacturer narrative:
The chemistry laboratory analyzed the two unknown brown particulates that were found inside the tubing surface. The results revealed that these particulates showed similar absorption characteristics when compared to polyisoprene like material.